Event description:
It was reported to a sales rep that during a cervical procedure dermabond was used to close a 3 inch neck incision. Everything went as planned with no issues. No dressing was placed over the area. Postoperatively, the dr noticed that the area under which dermabond had been applied appeared to be burned with some blisters present. No add'l info available at this time.

Manufacturer narrative:
Some info for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate or formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.